Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported prolonged hyperglycemia with a highest blood glucose (bg) of 436 mg/dl after being disconnected from the ilet for two days. The user performed a supply change. Bg values trended down following reconnection and continued to decrease. No medical intervention was required.